Manufacturer narrative:
Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The most likely cause is due to procedural factors. Including the posterior annulus appeared to have some denuding discovered during the atriotomy and a peri patch was implanted before the valve was implanted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported on pod# 9, the 25mm 11400m mitral valve was reported to be failing, patient underwent re-intervention, due to thrombus, restricted leaflets, and mild perivalvular leak (pvl). The 11400m mitral valve leaflets were removed surgically and then a 26mm 9755rsl transcatheter valve was placed under direct visual from md team. Patient closed and doing okay at the end of the procedure. Per medical records, a 25mm 11400m mitral valve was implanted with corknots. The intra-operative course was complicated by prolonged pump run and cardiogenic and vasoplegic shock. Post cross clamp showed significant biventricular dysfunction. The decision was made to place a va ECMO. Tee did show two small pvls in the posterior annulus along with poor heart function and therefore decision was made to address another day. Patient chest was left open and packed with dressing. On pod# 3, the patient underwent mediastinal re-exploration, washout, and closure of chest. Intraoperative tee showed all three (3) leaflets with restricted motion which was new from tee two (2) days prior and from the or previously. Mitral gradient was closer to 12 to 17 mmhg. Decreasing ECMO did not show improvement. It appeared to be centrally limited and no specific leaflet that was not functioning well. Remained to have a small perivalvular leak posteriorly. On pod# 9, the 25mm 11400m mitral valve was reported to be failing, patient required re-do sternotomy. The 25mm 11400m mitral valve was evaluated. There was fibrous material over all the mitral valve with near fusion of the leaflets. There was large thrombus extending from the medial aspect of the valve over the left pulmonary veins as well as thrombus lining the right pulmonary artery. The clot was excised. The area of pvl was identified and pledgeted 2-0 ethibond sutures were placed along the area of pvl from the atrium to the previous sewing ring. The 11400m mitral valve leaflets were removed surgically and then a 26mm 9755rsl transcatheter valve was placed under direct visual from md team. Patient closed and was transferred to ICU in critical condition.